Event description:
It was reported that the customer was subsequently hospitalized and admitted to the intensive care unit (ICU). Specific blood glucose level value was not provided, and cause was not known. Reportedly, the customer loss consciousness. The customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged with the issue resolved and no permanent damage. Reportedly, customer continued to use the pump for insulin therapy. Recommendation was made to consult with a healthcare provider regarding diabetes management. No alerts of occlusion and no issues with infusion set or cartridge were identified. System check confirmed pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.